Event description:
Unable to speak with the patient/layperson, this senior medical surveillance specialist's reviewed the customer care advocate's (cca's) documentation and will send a follow up letter to the patient. On (B)(6) 2009, the patient complained that her one touch ultralink allegedly prompted er1 when she attempted to test her blood glucose at 7 p.m on (B)(6) 2010, due to symptoms of being tired, thirsty, and having a dry mouth. There is no indication the product contributed to injury since the patient denied receiving treatment and since the symptoms started before the alleged issue began. Because the alleged er1 issue was not resolved during troubleshooting, the complaint is reported. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.